Event description:
It was reported that on (B)(6) 2012, pre-procedure the patient was treated with plavix which was regurgitated. The physician again medicated with plavix and pre-dilatation was performed with an unspecified 2.5 x 15 dilatation balloon. The patient underwent an intervention stenting procedure in a straight, proximal left anterior descending artery with one vision rx 3. X 28 mm stent. Post dilatation was performed with an unspecified 3.5 x 15 dilatation balloon. Approximately 36 minutes post procedure, the patient experienced angina and stent thrombosis. The patient was taken back to the catheterization lab and balloon angioplasty was performed. The patient was given integrilin, heparin and started on effient. The patients condition resolved; however, there was prolonged hospitalization related to the thrombus. The physician speculated that the thrombus was related to the patient's resistance to plavix. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis is listed in the rx/otw vision instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determine; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.